Event description:
Pt had total hip replacement on 7/17/95. On 7/31/95, pt returned due to dislocated total hip. Pt had to have total hip revision on 8/2/95. Surgeon stated that hip had dislocated when pt was being moved from wheelchair at nursing home. On 8/14/95 surgeon stated that the acetabular liner had turned 180 degrees within the acetabular shell.